Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screw/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient is known to have allergy problems. After the devices were implanted in (B)(6) 2013, the patient had intolerance and itching and developed eczema so the surgeon removed the devices in (B)(6) 2014. The surgeon had asked for a bacteriological sampling and allergy testing; however, the results are still unavailable. This report is for an unknown screw.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that patient was suspected of having allergies to nickel. Removal of a system of inox plate and screws on the (B)(6) 2014 (the device was implanted on the (B)(6) 2013). Bacteriological sampling was performed: allergic test conducted at the end of (B)(6) 2014 at the toulouse hospital and results received the (B)(6) 2014 (fracture of the malleolus). Observed clinical consequences: before removal: appearance as eczema and intolerance after removal: reduction of eczema. Immediate action taken: removal of the plate programming of allergy tests. This report is 2 of 2 for (B)(4).